Manufacturer narrative:
(B)(4). The customer reported they were unable to acquire a co2 reading from a patient during a code situation. The customer states that the lack of this reading did not contribute to the patient's death. The customer tested the co2 setup on herself after the patient code situation, and found that the monitor was able to capture a co2 reading. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported they were unable to acquire a co2 reading from a patient during a code situation.